Manufacturer narrative:
The investigation has been completed and section h codes have been updated to reflect this. It was initially reported that the patient sustained an injury from the cot tip; however, the user facility confirmed there were no adverse consequences.

Event description:
It was reported that while unloading the cot, the unit tilted to one side and tipped over. As a result, the patient fell from the unit. It was initially reported that the patient suffered adverse consequences as a result of the tip; however, the user facility confirmed that the patient did not suffer any adverse consequences or injuries.

Event description:
It was reported that while unloading the cot, the unit tilted to one side and tipped over. As a result, the patient fell from the unit. It was reported that the patient suffered adverse consequences as a result of the tip, but no further information has been provided yet. Attempts are being made to gather more details from the user facility.